Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 2335644 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records for the 2335644 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Update rec'd 5/21/2014¿ pfs and medical records received. After review of the medical records the revision operative note indicated metallosis and corrosion on the stem. The stem is now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The stem associated with this report was not returned. A complaint database search finds no other reported incidents against the stem. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from elevated levels of cobalt and chromium, pain and discomfort

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec'd 5/21/2014¿ pfs and medical records received. After review of the medical records the revision operative note indicated metallosis and corrison on the stem. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.